Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to confirm the customer¿s indicated failures. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Material no. 309657 batch no. Unknown it was reported that during use of the 3 ml bd luer-lok¿ luer-lok¿ tip insulin leaked from the barrel of the syringe. The following information was provided by the initial reporter: "description of issue: customer reported that she went through several needles because insulin leaked from the barrel of the syringe. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. What was your bg reading at the time of this event? 130 mg/dl. If bg between 54-500, no more bg questions needed. Number of occurrences: 10. Item number: 3 ml syringe ¿ 309657. Product lot number: did not have. Are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Cts to send replacements. Note: product category = needle/syringe issue."